Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they had no delivery alarms while priming. The customer also reported a crack at their reservoir window. Troubleshooting was not completed. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.